Event description:
Clinical information: (B)(4) - vista nova study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the valve partially re-sheathed one time due to the implant was too low. A complete heart block was noted after repositioning of the valve. The final implant depth at non-coronary cusp (ncc) was 5.2m m and at left coronary cusp (lcc) was 5.8mm. A dual chamber pacemaker was implanted on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.